Manufacturer narrative:
A getinge service territory manager (stm) was dispatched to evaluate the iabp and confirmed the reported issue. The stm found blood in the pneumatic module assembly (0997-00-1178). The stm performed a functional check and calibration check, the stm ran the system for several hours with trainer and test balloon. All functional and safety tests were performed and passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service. This report is being submitted as the result of a retrospective review conducted in CAPA (B)(4).

Event description:
It was reported that a blood back occurred on a cardiosave intra-aortic balloon pump (iabp). No patient harm reported.